Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The same day as event onset the patient was hospitalized and treated with gentamicin injection (80mg, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up it was reported that antibiotic treatment was discontinued and the patient had recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.